Event description:
Device returned to MFR with event described as "therapy results" - treatment "increased dosing" and pt outcome of "new catheter and pump." Comment provided was "pt's family felt something was wrong with pump."